Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pacing thresholds, a decrease in amplitudes and pocket stimulation. An x-ray was performed and it was believed that this lead microdislodged. Subsequently, the patient underwent a revision procedure and this product was successfully repositioned. No further complications were reported. This product remain in-service.